Event description:
A malfunction alarm, specifically alarm 20, was reported during the loading process of a pump. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller in attempting to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The pump was under warranty, and the customer was instructed to switch to multiple daily injections (mdi) as backup therapy. Additionally, the caller was guided on putting the pump into storage mode and returning it using a prepaid label, which they acknowledged and understood.